Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. A review of the ipg diagnostic logs confirmed that the ipg entered the service application condition state on (B)(6) 2022. The ipg was recovered on (B)(6) 2022, the day of the ipg explant. Per event details, there was no report of any unrelated procedures that could have caused the service app condition that occurred on (B)(6) 2022. When the device recovers from the service app state, the data logs prior to the recovery are lost. Since the device entered the service app state on (B)(6) 2022, and the patient didn't report an unrelated procedure, it is inconclusive what caused the service app condition.